Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. Evaluation summary: post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of each device noted that the instrument was partially applied. The tabs at the proximal end of each instrument were broken; therefore no functional testing was performed. The observed conditions were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This condition has been brought to the attention of the appropriate personnel. A product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
No reported condition for this device.